Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the most probable cause of the complaint was traced to component failure. Expected or random component failure without any design or manufacturing issue. Dust or dirt problem was identified. In addition, the following reportable malfunctions were identified during the device evaluation: missing adhesive (ke45) at forceps cover: pink probe minor peeling on glue: light guide lens (lg lens) scratches and peeling cement: debris on top of lens: the foreign material could not be analyzed since it is not available for inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use there was something stuck on the top of the camera of the ultrasound gastrovideoscope. There were no reports of patient harm.